Event description:
It was reported that an overdischarge (od) condition was confirmed on the patient¿s implantable neurostimulator (ins) as they had not recharged or felt the stimulation ¿since last year¿ (meaning 2013). It was also noted that the patient experienced less than 50% therapy relief (no therapy) during the event. A physician mode recharge (pmr) procedure had been attempted for 2 days continuously with no success. The device therapy issues were going to be discussed with the patient¿s physician to determine if an ins battery is necessary. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 8590vwa, lot# 10619556, implanted: 2010 (B)(6); product type accessory product ID 37092, lot# 236720001, implanted: 2010 (B)(6); product type accessory product ID 39565-65, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 8590vwa, lot# 10619556, implanted: 2010 (B)(6); product type accessory. (B)(4).